Manufacturer narrative:
The cause leading to loosening of the central handle is poor mechanical support between the plastic and the rivet. As it was already observed during installation that the handle was loose, it can be assumed that the effort applied on the rivet during mounting had weakened the rivet. In order to prevent risks related to falling handles, the surgical light user manual contains instructions for daily checks during which loose handles can be detected prior to use. The device was placed in quarantine pending reception of repair parts.

Event description:
The customer reported that the central handle of the surgical light detached during an operation. No injuries were reported. (B)(4).